Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv2326 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility via the sales rep that they had a provena that leaked where the tube connects to the hub. They stated that as a result of the leak in the catheter, a dvt was discovered.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of thrombosis is inconclusive due to unknown clinical conditions. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. The catheter appeared to have been trimmed approximately 0.9 cm distal to the bifurcation. A split was observed in the extension tubing of the purple lumen just within the distal end of the luer connector. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water. Both lumens were found to be patent to infusion and aspiration, and no leaks were found in the red lumen; however a leak was observed emanating from the split observed in the extension tubing of the purple lumen. While it was not possible to confirm the alleged clinical complications from the evidence returned, possible contributing factors of thrombosis include catheter maintenance, bleedback, patient physiology, and fibrin formation. A lot history review (lhr) of rebv2326 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility via the sales rep that they had a provena that leaked where the tube connects to the hub. They stated that as a result of the leak in the catheter, a dvt was discovered.